Event description:
It was reported via a market preference event(mpe) report that during a slipped capital femoral epiphysis (scfe) case the guide wire was stuck in the drill and the measurement was off. There was no reported patient harm. This report is from the slipped capital femoral epiphysis mpe.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals, the sample was not returned for inspection. The lot number was not provided therefore a review of the device history record could not be reviewed. This issue was previously evaluated and deemed valid. According to the following design evaluation a tolerance stack analysis was completed on the scfe system drill bits and guide wire to determine the worst case size, form and location discrepancies which could present themselves based on the current designs. This tolerance stack analysis revealed an opportunity for design improvements to the scfe system drill bits and guide wire. In response to these complaints, design improvements were identified and implemented. As stated in the manual of internal fixation book, cannulated drill bits are more susceptible to breakage than solid drill bits. Care must be taken when using these devices to prevent damage to the guide wire or drill bit breakage. To minimize these occurrences, it is recommended to avoid bending the cannulated drill bit, and to advance it slowly using minimal axial force. Also, as stated in the synthes 06.5mm and 07.3mm cannulated screws technique guide, cannulated instruments should be cleared intra-operatively with a cleaning stylet to prevent accumulation of debris in the cannulation and potential binding of the drill bit to the guide wire. A CAPA risk assessment was completed. Based on the results of the risk assessment a CAPA was not initiated.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).